Manufacturer narrative:
A review of the manufacturing records confirms that the device was manufactured to specification and no nonconformities were found. It is not possible to identify the root cause of the circlip breaking, however, it is possible that the circlip could break if it is not seated correctly in the tibial groove. Any lateral loading from the axle could force the circlip out of the groove. The surgical planning guide explains how to insert the circlip and how to check the circlip is seated in the groove correctly.

Manufacturer narrative:
The patient underwent a successful rebushing revision with no reported complications. The cause of the disassociated circlip could not be conclusively determined. The complaint is being closed and will be tracked and trended.

Event description:
A supplemental report to 3004105610-2014-00059. (B)(4).

Event description:
The surgeon reported that circlip had broken and dissociated from the patient's mets distal femur replacement implant. The device was revised and no further complications have been reported.